Manufacturer narrative:
Inspection of the equipment noted that the suction tubing was kinked. The tubing was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
During servicing of the machine, the ge healthcare service representative noted that the suction unit was not functioning as expected. There was no report of patient involvement.